Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012335238 was returned and analyzed. Visual inspection prior to disassembly and functional testing was performed on the shaft, handle, and dilator. Visual inspection of the handle area was performed, and identified a kink at the side port tube, and observed the stopcock detached from the side port tube. The following functional testing was performed and the steering mechanism and deflection test revealed the shaft does not move and not bend. Dissection of the returned device revealed a broken pull wire in the handle area. In conclusion, the reported "broken handle" issue was not observed/reproduced during testing; however, the sheath did not pass the returned product inspection due to a detached stopcock, a side port tube kink, and a broken pull wire inside the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the handle of the sheath broke. The sheath was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.